Event description:
It was reported that the customer was hospitalized with high bgs. Troubleshooting conducted during the phone call revealed a programming error. Explained the impact of incorrect basal rates.